Manufacturer narrative:
Article citation: seo, j. H., lim, s. H. "Management of xen gel stent exposure with conjunctival erosion via rotational conjunctival flap and amniotic membrane transplantation - a case report." Medicina. 2022 nov 2;58(11):1581. Doi: 10.3390/medicina58111581. Pmid: 36363538. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Reported events of postoperatively, patient experienced avascular bleb, periocular pain, visual acuity deterioration from 20/50 to 20/100, weakly positive seidel test, and a small defect in the conjunctiva leading to conjunctival erosion of the stent (erosion occurred at pom18). Topical antibiotics, lubricants, and autologous serum eye drops were provided to facilitate wound healing. However, medical treatment was unsuccessful and surgical bleb revision was performed; rotation of conjunctival flap with amniotic membrane transplant to resolve the erosion. 3 months after revision, iop is stable at 15 mmhg with use of latanoprost medication. At 6 months after revision, visual field was stable without progression. The events of exposure and bleb leakage have resolved; were noted in the article: "management of xen gel stent exposure with conjunctival erosion via rotational conjunctival flap and amniotic membrane transplantation-a case report." Medicina (kaunas). 2022 nov 2;58(11):1581.

Event description:
Reported events of postoperatively, patient experienced avascular bleb, periocular pain, visual acuity deterioration from 20/50 to 20/100, weakly positive seidel test, and a small defect in the conjunctiva leading to conjunctival erosion of the stent (erosion occurred at pom18). Topical antibiotics, lubricants, and autologous serum eye drops were provided to facilitate wound healing. However, medical treatment was unsuccessful and surgical bleb revision was performed; rotation of conjunctival flap with amniotic membrane transplant to resolve the erosion. 3 months after revision, iop is stable at 15 mmhg with use of latanoprost medication. At 6 months after revision, visual field was stable without progression. The events of exposure and bleb leakage have resolved; were noted in the article: "management of xen gel stent exposure with conjunctival erosion via rotational conjunctival flap and amniotic membrane transplantation-a case report." Medicina (kaunas). 2022 nov 2;58(11):1581.